Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection, necrosis, exposure, device-incompatibility, and sepsis.

Event description:
Patient reported "exposure", "8 different because of necrosis and infections", "7 different infections" and "they developed sepsis around the incision site as well as bullae". Patient was hospitalized. This record is for the right side. Device remains implanted.